Event description:
The pt received a carotid artery stent (side unk) in 2008. The procedure was completed without any complications, and there was no malfunction of any device. Two days later, the pt developed an acute myocardial infarction (mi). The pt expired on the same day. An autopsy was performed and it was determined that the pt's death was caused by the mi. The pt is a male. There was no pt history provided. Pre and post procedure medications are unk. The pt was still in the hospital, when the mi occurred. There is no info as to if there was any recurrent chest pain. As per the physician, the cordis stent did not contribute to the reported event, nor was the event related to the index procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt.